Event description:
Pt reports problem with down button today not working at all. Up and ok button still function. The patient claimed that the down buttons required several presses to activate the desired pump functions. The rubber is peeled off down button. Rubber also peeling off at top of keypad at contrast button and lifting off on the edge. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump has been returned to animas for evaluation and the following was found on the subject pump:the "down" button is responding intermittently. There was a crack at battery compartment's threads . The screen was a dim red color. Product analysis installed test-screen and found no problem with pcb. Product analysis removed the keypad and found inverted "down" contact.